Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage at the screen. Insulin pump received with blank white display and missing segments. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display and missing segments. Insulin pump was cut open to perform visual inspection and found cracked glass and bleeding on glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, cracked battery tube threads and cracked case along the side of the battery tube. Blank display and missing segments due to cracked glass and bleeding on glass. Cosmetic damage was confirmed at the screen. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.